Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 450 mg/dl and 270 mg/dl. The customer was able to give herself a bolus and changed the set. The customer was getting bolus not delivered alarm, the screen was stuck on that alert but was resolved and changing her set. The insulin pump will not be returned for analysis.